Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter, the physician experienced resistance; therefore, the smart coil was removed. The physician then placed two non-penumbra coils and a smart coil in the target vessel. After that, the physician attempted to re-advance the previously removed smart coil. However, the physician experienced resistance while advancing the smart coil through the microcatheter; therefore, the smart coil was removed again. After visually inspecting the smart coil, the physician attempted to advance the smart coil three additional times; however, resistance was felt again at the same position. Therefore, the smart coil was finally removed and the procedure was completed using a new smart coil and non-penumbra coils without further issues. It was reported that the physician noticed a slight kink in the smart coil pusher assembly approximately 10 cm from the beginning of the friction lock. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends in multiple locations. The embolization coil was intact with the pusher assembly and had offset coil winds throughout its length. Conclusions: evaluation of the smart coil revealed the embolization coil had offset coil winds throughout its length. If the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub, resistance may be experienced, and damage such as this may occur. This damage likely contributed to the resistance when advancing the smart coil during functional analysis. Further evaluation revealed the pusher assembly had bends in multiple locations. This damage may have occurred due to forceful advancement of the smart coil against resistance. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.